Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product location unknown.

Event description:
During a revision procedure, the rod trial fractured and as a result none of the femoral bodies would screw on to it. The procedure was completed without delay. It is unknown if any fractured pieces fell in to the patient.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch and relay corrected information.

Event description:
During a revision procedure, the rod trial would not screw into the mating component properly. The procedure was completed without delay.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.